Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced cgm pairing failure that led the pump to revert to bg run mode and suspend automated insulin delivery after an incorrect transmitter serial number was entered during a transmitter and sensor change. Symptoms included hyperglycemia with a reported peak of 311 mg/dl and extended time in the low 200s without acute complications. Outcomes included no hospitalization, no ketone testing, no professional medical intervention, and no additional assistance. Investigation included troubleshooting and education, including correcting the transmitter serial number and prompting the system to restart the search for the transmitter and sensor, after which the connection process initiated. Investigation of this case revealed user setup error related to transmitter pairing, with successful reconnection once the correct serial number was entered and the search was restarted. It was concluded, based on previously established findings for similar reports, that the cause was user error during cgm transmitter setup.